Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having a lot of pain that they had not had and they didn¿t know if the device was working correctly. It was reported that friend/family member of the patient increased the patient¿s stimulation, but it was not helping with the pain. It was noted that the patient only had one group. No further complications are anticipated.